Event description:
Information was received that a smiths medical level 1 hotline low flow systems - hl-90 is leaking from the resevoir cover, alarm for air in line is broken as well as cracks in the pressure chamber door.

Manufacturer narrative:
Device evaluation: one level one accessory was received for investigation in fair condition. Visual inspection detected a crack on the door, which was noted to have confirmed the customer reported complaint allegation. The device was tested with pressure meter and passed all functional tests. The event problem source was noted as unknown.